Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call experienced high blood glucose of 500mg/dl which was treated with through bolus. Customer¿s current blood glucose was 397mg/dl. Customer alleged possible under delivery. Customer reports insulin exited at the quick release and drive support cap appears normal. Insulin pump will not be return for analysis.